Event description:
Patient was undergoing microwave ablation for liver hepatocellular carcinoma with anesthesia. Microwave antenna was inspected and connected to generator and checked per protocol prior to placing the probe through the skin into the liver. On serial intra-procedural imaging, it was noted that the tip of the probe was misaligned on the CT images. It was decided to withdraw the antenna to inspect it prior to performing microwave ablation of the target tumor. The probe was retracted outside of the skin entry site. At that point, it was noted that an 8 mm fragment from the tip of the probe has broken off and was retained in the ablation tract. On imaging, the fragment appears to have been lodged in the fascia. Multiple attempts were made to retrieve it under image guidance without success. This microwave probe (16g 20cm hs amica) has now been pulled off the shelf until there is further investigation of the integrity of the probes in this lot number (lot #38984). Manufacturer response for amica disposable microwave ablation probes, microwave probe (16g 20 cm hs amica) (per site reporter) https://www.mermaidmedical.dk/pdf/catalogues/amica%20cat%202018%20elektronisk%20udgave.pdf our hospital has reported a similar event in (B)(6) 2020 please see medsun (B)(4) the ir/radiology qa physician investigating this event reports: this unfortunately has happened before (most recently in 2020) with another ir provider, where 2 amica probes broke in the liver and those were left behind and never retrieved. I sent (B)(6) the mrn for the other patient and she will link it to this one. Regarding the device, the device was saved and will be given to the company representative (she has been contacted but is on vacation this week). She will get it next monday.

Event description:
Patient was undergoing microwave ablation for liver hepatocellular carcinoma with anesthesia. Microwave antenna was inspected and connected to generator and checked per protocol prior to placing the probe through the skin into the liver. On serial intra-procedural imaging, it was noted that the tip of the probe was misaligned on the CT images. It was decided to withdraw the antenna to inspect it prior to performing microwave ablation of the target tumor. The probe was retracted outside of the skin entry site. At that point, it was noted that an 8 mm fragment from the tip of the probe has broken off and was retained in the ablation tract. On imaging, the fragment appears to have been lodged in the fascia. Multiple attempts were made to retrieve it under image guidance without success. This microwave probe (16g 20cm hs amica) has now been pulled off the shelf until there is further investigation of the integrity of the probes in this lot number (lot #38984). Manufacturer response for amica disposable microwave ablation probes, microwave probe (16g 20 cm hs amica) (per site reporter) (B)(4). Our hospital has reported a similar event in ~january 2020 please see medsun - (B)(4). The ir/radiology qa physician investigating this event reports: ¿ this unfortunately has happened before (most recently in 2020) with another ir provider, where 2 amica probes broke in the liver and those were left behind and never retrieved. I sent (B)(6) the mrn for the other patient and she will link it to this one. Regarding the device ¿ the device was saved and will be given to the company representative (she has been contacted but is on vacation this week). She will get it next (B)(6).